Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17326258m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: carto system: model #: unknown, serial #: unknown. Stockert system: model #: unknown. Serial #: unknown. Coolflow pump: model #: unknown. Serial #: unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6) year old, male, underwent an accessory pathway ablation procedure with a smart touch unidirectional catheter and suffered a st segment elevation and a thrombosis which required an interventional procedure to balloon and stent the artery. The physician was using the smart touch unidirectional catheter to map and ablate an atrioventricular (av) accessory pathway. The biosense webster, inc. Representative was present during the procedure to operate the carto system. The location of the pathway was found to be at the mouth of the coronary sinus. The ablation was performed with power settings of 30 watts and 17 ml/min irrigation. The irrigation was increased over the course of the procedure to 30ml/min to achieve sufficient power delivery. Following the ablation of the pathway, an st segment elevation was observed on the ECG. This was an indication of a myocardial ischemia. A coronary angiogram was performed by the physician which reflected that a clot had formed in the posterior lateral coronary artery which ran in close proximity to the site of the ablation. An angiogram was performed. An interventional procedure to balloon and stent the artery and restore blood flow to the occluded vessel was then also performed by the physician. The patient would have stayed for one night in hospital but was kept over the weekend for monitoring purposes and was discharged after three nights in the hospital. The patient fully recovered. It was thought that the complication was not due to a malfunction or failure of any biosense webster, inc. Equipment but a procedural complication.